Manufacturer narrative:
The hospital communicated that approximately 0.5 inch to 1 inch of the driveline was pulled out from the patient's body when the system controller was dropped. The exposed velour section of the driveline was soaked in antibiotics overnight and a driveline revision was performed the next day. The velour section of the driveline was pulled back into the patient's body and the driveline was sutured at the exit site. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 19 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the system controller was dropped while the patient was in physical therapy. The driveline was noted to be pulled out about 1/2-1 inch, and the velour of the driveline was exposed. X-ray revealed that the driveline was no longer looped inside the patient's body. The driveline velour was soaked in antibiotics overnight, and the patient was taken to the operating room the following day for a driveline revision. The velour was pulled back into the patient's body, and the driveline was sutured at exit site by the physician. No additional information was provided.